Event description:
The customer returned the unit to a covidien service center as a back to stock unit. Upon triage, a service technician found that the power cord has exposed copper wires an dis an electrical safety hazard.

Manufacturer narrative:
One scd express compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Further testing found the unit failed the compression test. The compressor was replaced to correct the problem. The scd express was manufactured in 2010. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.